Event description:
The patient reported they had issues with recharging and had been experiencing pain for the last month. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).